Manufacturer narrative:
The usb port on the power control board is damaged and a new power control board is needed. The plastic housing is damaged and recommend replacement. Replacing the plastic housing will have no affect on the reported issue.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction in a similar device resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event, it was reported that a promark apex locator gave incorrect measurements; no injury resulted.